Manufacturer narrative:
.

Event description:
The hcp reported a volume discrepancy where all 40 cc were aspirated at first refill following implant. The pt's spasticity level was still at baseline. The hcp was also unable to aspirate the catheter through the cap. A roller study was conducted and the rotor did not turn. A revision surgery was scheduled. Pt outcome was not reported.